Manufacturer narrative:
Manufacturer's investigation conclusion: investigation of the returned heartmate ii lvas, serial number (B)(6), confirmed a breach in the brown wire of the driveline adjacent to the pump housing. The pump was returned with the driveline cut approximately 4.5¿ from the pump housing and the severed portion of driveline was returned in two pieces, a 4¿ piece and a 34¿ distal end piece. Continuity and hipot testing were performed on the 4¿ and 34¿ portions of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 4.5¿ pump end portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulation of the brown wire adjacent to the pump housing. The conductors of this wire were exposed. The insulation breach of the brown wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breach in the wire insulation of the brown wire could have interrupted function as a result of the exposed conductors potentially contacting the braided shield and electrically shorting to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The heartmate ii lvas patient handbook, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU, is also currently available. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine transplant on (B)(6) 2019. The pump returned for evaluation and a confirmed breach was observed in the brown wire of the driveline adjacent to the pump housing.